Event description:
The customer reported via phone call indicating that the insulin pump alarm battery out limit. Customer's blood glucose was 316 mg/dl. Customer stated the device alarm during normal use. The customer was advised that alarm during normal may indicate a loose battery cap. The customer was unable to continue to troubleshoot due to button anomaly. The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 316 mg/dl. The customer was unable to clear the alarm. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.